Event description:
Subject (B)(6) is a 69-year-old male with hx of htn (hypertension), hld (hyperlipidemia), unspecified cardiomyopathy, ckd (chronic kidney disease) stage 2, bph (benign prostatic hyperplasia) and stage 4 esophageal adenocarcinoma. Patient enrolled in randomized phase iii trial of mfolfirinox +/- nivolumab vs. Folfox +/- nivolumab for first-line treatment of metastatic her2-negative gastroesophageal adenocarcinoma and randomized to arm 1. He initiated his first cycle of mfolfirinox + nivolumab on (B)(6) 2024. Last cycle prior to current sae administered on (B)(6) 2024. Subject presented to the ed on (B)(6) 2024 with esophageal stent migration. Esophageal stent was initially placed on (B)(6) 2024 following worsening dysphagia. On recent imaging, stent was seen having migrated distally to the stomach. Patient also endorsed yellow sputum producing cough, dysphagia and epigastric pain for 3-4 days prior to admission. Mildly tachycardic on admission, pancytopenia on labs, notably grade 4 lymphocytopenia, grade 2 thrombocytopenia, and grade 2 leukopenia, possibly secondary to recent chemotherapy. Cxr (chest x-ray) with concern for small airway infection, right sided. CT chest portion also concerning for multifocal pneumonia vs aspiration. Patient admitted in stable condition for stent exchange/removal and IV abx for suspected pna (pneumonia). Patient underwent edg (esophagogastroduodenoscopy) for stent exchange on (B)(6) 2024 without complications. He was started on clear liquid diet post-op and diet was safely advanced. Nutrition consulted to educate patient on importance of easy to chew stent diet. Infectious disease following patient recommended discharging patient on augmentin for 7 days. He is medically stable and ready for discharge as of (B)(6) 2024.